Manufacturer narrative:
(B)(6) 2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer contacted via e-mail and stated that when she opened the tampons, the string was broken; one tampon even ripped inside her and was very difficult to get out. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that when she opened the tampons, the string was broken; one tampon even ripped inside her and was very difficult to get out. No injury was reported.